Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not complete the issue process. A technical support specialist remotely accessed the cabinet, inspected the zones, and tested the drawer. After testing, the drawer opened successfully during the issuing process. Following the troubleshooting, the system functioned as intended.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the system did not complete the issue process. The customer reported that the malfunction occurred when a user attempted to dispense norco 5 medication to a patient. There were no adverse events or injuries reported based on this event.